Event description:
Info received indicates the caster will lock into brake but continues to rotate if pushed from the side.

Manufacturer narrative:
The technician replaced the caster to repair the stretcher.